Event description:
It was reported that during lab/demo handpiece has bent drill sleeve. No patient involved. Results of the investigation have concluded that the drill guide support on the handpiece was bent, which makes it a reportable event.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Visual inspection found that the drill guide support was blue, indicating that it is the original revision of the component which is made of aluminum. During functional evaluation, a long attachment was inserted backwards into the drill guide support and could not be inserted, indicating a bent drill guide support. The handpiece troubleshooting test was performed and it passed with a t1 value of 20. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 272 similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure. These results are indicative of a known issue and as part of corrective actions, the drill guide support was changed to stainless steel from aluminum.